Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, upon explanting the entire device, frayed or cracked tubing was observed between the two sets of connectors, between the cylinders and the reservoir, indicating where the system leak originated. The tubing was leaking between the reservoir two connectors. The device was removed and replaced. The explant was seamless with no issues with capsulation.

Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the pump inlet tubing. Testing revealed this to be a site of leakage. Microscopic inspection revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. Testing revealed a separation in the cylinder 2 exhaust tubing. Microscopic inspection revealed a group of striations, indicating contact with unshod instrumentation. Microscopic inspection revealed surface abrasion on the pump inlet tubing, shorter pump exhaust tubing, all pump strain reliefs, and cylinder 1 exhaust tubing and strain relief. No abnormalities were noted on cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on the pump inlet tubing, shorter pump exhaust tubing and all pump strain reliefs may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the pump inlet tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.